Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in coronary artery. A 12 x 2.25mm promus premier¿ drug-eluting stent was selected to treat the lesion however the device could not cross the lesion. After the device was removed from the patient, it was noted that the distal edge was lifted. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was good.